Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was a urinary tract infection. The patient was treated with levaquin and vancomycin, oral and IV (dose and frequency not reported). The patient was discharged from the hospital. The patient recovered from this peritontis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12k13056. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).